Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy0082 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when inserting a PICC there was difficulty in advancing around the shoulder area, the patient was maneuvered into a different position and the PICC advanced easily. It was stated on removal the stylet was noted to be bent and could easily break approximately 4cm from the distal end.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent stylet is confirmed and was determined to be use related. One 3cg stylet in a t-lock was returned for evaluation. An initial visual observation showed use residue on the returned sample. The stylet was observed to be bent approximately 23 cm distal to the yellow handle as well as approximately 4.1 cm and 5.7 cm proximal to the distal end of the stylet. The epoxy tip of the stylet was observed to be present and intact. A microscopic observation revealed plastic deformation of the polyimide tubing at the location of the bends in the stylet near its distal end. No breaks were observed in the stylet, and an additional bend was observed very near the epoxy tip. Each of the bends in the stylet were observed to be between magnets. The physical characteristics of the damage observed in the returned stylet as well as the event description provided by the complainant suggest the stylet was most-likely damaged during use. This damage could be caused by insertion or retraction against resistance, extension of the stylet tip past the distal end of the catheter during insertion, and excessive manipulation of the stylet during insertion. A lot history review (lhr) of redy0082 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when inserting a PICC there was difficulty in advancing around the shoulder area, the patient was maneuvered into a different position and the PICC advanced easily. It was stated on removal the stylet was noted to be bent and could easily break approximately 4cm from the distal end.